Manufacturer narrative:
After this case was initially assessed and reported to FDA new information has become available, which caused a second evaluation of this case. Based on identified trend of complaints related to patients claiming that their device became hot, a thorough investigation has been performed (ref. Ms0027733) result of the investigation includes a final test report, attached to this report. In short, the test reports shows that a device with a faulty battery (shorted) do exhibit higher than normal temperatures (up to 46° c), but that these temperatures are still well below acceptable temperatures according to established safety standard iec 60601-1:2005 (3rd edition) where the limit for touching plastic parts of an medical device are specified. The acceptable temperature limit for touching with fingers or subject the skin surface behind the ear with a higher than normal temperature are 60° c for a contact time between 10 sec and 1 minute and 48° c for contact time above 1 min. The most relevant contact time for the normal usage of an hearing aid would be between 10 sec and 1 minute as the patient within this time limit would remove the hearing aid from the ear or fingers, should a burning sensation appear. It can be therefore assessed that if the malfunction was to recur, it would not cause or contribute to a serious injury. Our risk documentation (B)(4) identifies a "high temperature (from hi)" as hazardous situation ((B)(4)) and assess the severity to 2=marginal, after risk mitigation. Clinical conclusion from 2017, 2018 and 2019 on potential safety complaints related to potential high temperature from hearing aids and hearing aid chargers is that there are no changes to the overall risk benefit evaluation of the products. The benefit outweighs the risk (#(B)(4)). Based on this partly new information, the case is considered not to be reportable, although we acknowledge that the hot feeling may be uncomfortable and may be perceived as burning. The previous final MDR submitted to FDA is hereby updated with this new information.

Event description:
As reported by customer service / subsidarity, us : corporate quality in denmark has received report # (B)(4) from the FDA (see attached). Incident description report sent from the food and drug administration on 4/24/2020, I received the following complaint from a consumer regarding a burn received from lithium-ion battery from her resound linx quattro 761 rechargeable hearing aid. The consumer reports the following: within the last year, consumer purchased linx quattro 761 rechargeable hearing aids which are powered by a lithium battery. The battery is recharged in a charger kept on nightstand near consumers bed. Two weeks ago consumer removed the left hearing aid from her ear and reports that the lithium battery was so hot it burned her fingers. Fortunately, consumer removed it from her ear before it burned her ear. This incident occurred on (B)(6). The burn did not require medical attention. The hearing aid had been sent for repair on (B)(6) and was returned to her on (B)(6) 2020. She feels because of the lithium battery these devices are dangerous and could cause serious harm to someone. The charger has been replaced with a new charger however, consumer reports that the problem is with the lithium-ion battery and not the charger. She has had the current hearing aid for less than a year. Consumer has returned to using her old hearing aids as she is afraid to use the new ones because of the lithium batteries which have a history of catching on fire. After this case was initially assessed and reported to FDA, new information has become available, which caused second evaluation of this case, please refer to additional narrative for more information. Final conclusion is that the case is not reportable after all.

Manufacturer narrative:
Corporate quality, gn hearing, denmark: case has been decided to be reportable as we have received a letter from cpsc regarding a potentiel safety event. This MDR is send to FDA as response. A user has burned a finger on a hearing aid containing a hot li battery. The burn didn't require treatment (no serious injury). Due to the patient wanting to be anonymous we will not be able to perform any investigation, either request the device from the patient the initial reportability questionnaire cannot be completed as we do not have the contact information to receive any new information. It will be noted as a device, which has malfunctioned and would be likely to cause or contribute to a death or serious injury if it were to recur. Our devices/batteries fulfill the requirements in the standard iec 62133-2. (B)(4)

Event description:
As reported by customer service / subsidarity, us : corporate quality in denmark has received report # (B)(4) from the FDA. Incident description report sent from the food and drug administration. On 4/24/2020, I received the following complaint from a consumer regarding a burn received from lithium-ion battery from her resound linx quattro 761 rechargeable hearing aid. The consumer reports the following: within the last year, consumer purchased linx quattro 761 rechargeable hearing aids which are powered by a lithium battery. The battery is recharged in a charger kept on nightstand near consumers bed. Two weeks ago consumer removed the left hearing aid from her ear and reports that the lithium battery was so hot it burned her fingers. Fortunately, consumer removed it from her ear before it burned her ear. This incident occurred on (B)(6). The burn did not require medical attention. The hearing aid had been sent for repair on (B)(6) and was returned to her on (B)(6) 2020. She feels because of the lithium battery these devices are dangerous and could cause serious harm to someone. The charger has been replaced with a new charger however, consumer reports that the problem is with the lithium-ion battery and not the charger. She has had the current hearing aid for less than a year. Consumer has returned to using her old hearing aids as she is afraid to use the new ones because of the lithium batteries which have a history of catching on fire.